Event description:
A malfunction was reported when a malf 0 error code was displayed on the pump, confirmed by the customer. There was no adverse impact to the customer's blood glucose level. Although efforts to reset the pump were initially unsuccessful, technical support provided instructions and aided in resetting the device. However, the malfunction persisted, prompting the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.